Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found slight fiber disturbance on the barrel of the balloon. The device was inflated with water and a partial circumferential rupture was noted at the location of the fiber disturbance. Therefore, the investigation is confirmed for a circumferential rupture, as well as for fiber disturbance. It is likely that the partial circumferential rupture and fiber disturbance at the location of the rupture are related. However, the definitive root cause for the rupture or fiber issue could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch, the pta balloon allegedly ruptured. Another device was used to complete the procedure. There was no reported patient injury.